Event description:
It was reported that after two days of the intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 2cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after two days of the intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Event description:
It was reported that after two days of the intra-aortic balloon(iab) therapy, the console generated a check iab catheter alarm and blood was found in the tubing. The balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint # (B)(4).